Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-02071 and 3005099803-2024-02072 for the associated device information. It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct to keep the duct open for drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device (the subject of MFR. Report # 3005099803-2024-02071) was attempted to be used; however, there was difficulty encountered when advancing the guidewire through the exit port. Another advanix pancreatic stent (the subject of this report) was attempted to be used; however, the same issue occurred. The procedure was not completed. There were no patient complications as a result of this event.